Event description:
Pt called into the pharmacy spontaneously to report she was unable to locate both pumps shipped by (B)(6); 1 pump from accredo is not functioning at all, and the last pump is infusing but making a new whirring noise. (B)(6) is sending 2 replacement pumps as the pumps shipped in (B)(6) 2018, even when located will have lost programming. We replaced the device.